Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The administrator indicated that the blood leak occurred within 4 minutes of starting the hd treatment. The leak was seen coming from a crack in the bottom of the dialyzer. There was no alarm. There was no patient injury, adverse events, or medical intervention required as a result of this event. In a follow up, the administrator indicated that blood test strips were not used. The leak was visualized at the venous line and dialyzer connection area. The machine was a fresenius 2008t and fresenus bloodlines were being used. The patient¿s estimated blood loss (ebl) was 380 ml. The treatment was completed with the same machine and new supplies. The complaint device was reported to be available initially, but then it was indicated that the staff discarded the sample dialyzer.

Event description:
A facility administrator reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The administrator indicated that the blood leak occurred within 4 minutes of starting the hd treatment. The leak was seen coming from a crack in the bottom of the dialyzer. There was no alarm. There was no patient injury, adverse events, or medical intervention required as a result of this event. In a follow up, the administrator indicated that blood test strips were not used. The leak was visualized at the venous line and dialyzer connection area. The machine was a fresenius 2008t and fresenus bloodlines were being used. The patient¿s estimated blood loss (ebl) was 380 ml. The treatment was completed with the same machine and new supplies. The complaint device was reported to be available initially, but then it was indicated that the staff discarded the sample dialyzer.

Manufacturer narrative:
Plant investigation: the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. The dn is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.